Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Section d references the main component of the system. Other medical products in use during the event include: brand name intellis; product ID 97745, serial: (B)(6); product type: 0201-programmer patient. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that information was received from a patient regarding an external device. The reason for call was caller reported that the controller is not charging when plugged into the ac power supply. Caller stated the controller goes off and on as soon as they touch it; it will restart and say 'medtronic'. Agent did not ask about the circumstances that led to the reported issue. Agent walked caller through removing the battery pack and plugging controller into the ac power cord; confirmed controller does not power on. Confirmed green light on the ac power adaptor. Caller confirmed no physical damage on ac power cord/pins nor controller connector port pins. Caller inserted alkaline batteries and the controller does power on. Agent reviewed with caller they can use the alkaline batteries to adjust therapy if needed from now until replacement arrives. The issue was not resolved. An email was sent to the repair department to replace the controller. Additional information was received from the patient. Pt called stating she was under the impression she was being sent the ac power box and the controller, pt states she was only sent controller and needs the ac power as there is no lights and does not charge. Pt states she plugged in today and has not charged at all and there is no lights on the ac power to show that it is charging. A replacement ac power supply was sent to the patient.

Manufacturer narrative:
H3. The controller was received for analysis on 2023-oct-13. Analysis of the controller found non-conformances. The main board lithium ion battery contacts were damaged. The front case was damaged with stripped screw holes causing case separation. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.